Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 21 nov 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported, a yellowish substance was leaking from an old drain site. Patient was subsequently brought in for exploration. As per ear, nose and throat (ent) registrar, the patient had a large collection of debris noted in the neck. A neck drain was placed. Ent registrar reviewed chest x-ray and reported the nasogastric tube (ngt) was in the correct position. Senior nurse suggested there may be a 'hole' in ngt. Ent registrar and nurse flushed a small volume of fluid via ngt, which exited via the neck drain ngt was removed. There was a notable 'bulging' and fracture approximately halfway down the tube. When the tube was flushed (post-removal), water, medication, and feed debris leaked profusely through the hole, and the tube was blocked distally. The ngt tube was in place for three weeks. No injury reported.

Manufacturer narrative:
The actual complaint product was returned for evaluation. Ballooning and rupture of the tubing was observed at the 54cm depth marker. There is a black tread/suture tied around the tubing at the 54cm depth marker. The bolus tip is attached at the distal end of the tubing. There is an area of tubing which has ballooned. The tube was laid out straight, next to a ruler. The ballooned area is located between 33 - 35 cm from the distal tip. The tube is fully present and has not separated. When pinched with fingers, a section of the tubing below the "balloon" is firm. Dried hard matter also observed in the tube. An exact root cause could not be determined. All information reasonably known as of 10 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 27nov2023, the tube was replaced and the patient was reported to be stable.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, b7, d9, h3, h6. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 19 dec 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.